Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Patient reported "unknown side deflation and implant exchange from textured to smooth due to the concerns of the product". Healthcare professional confirmed left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the posterior, and white particles on the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior, one opening crease sharp on the posterior, and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the posterior assessed as surgical damage consistent in the use of some surgical tool. One crease sharp opening on the posterior assessed as fold flaw opening. A sharp broken on the plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.